Event description:
Ams penile prosthesis implanted 6/23/97. Pt came to ed 7/19/97 with drainage & infection from scrotal wound. Placed on antibiotics & 7/21 implant removed. Pt discharged from hosp 7/26/97.